Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('side pain/ pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and seizure ('seizures') in a (B)(6) female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included grand multiparity, amenorrhea, cervical spinal stenosis, vaginitis, anxiety disorder, mood disorder, pap smear abnormal, perineal pain, acute nasopharyngitis, low back pain, vomiting and adenomyosis. Concomitant products included alprazolam (xanax) since (B)(6) 2014, ibuprofen since 30(B)(6) 2019, levetiracetam since december 2015, salbutamol sulfate (albuterol sulfate) since 2017 and sertraline since (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient was found to have weight decreased ("weight loss"), 8 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (other) describe: vaginal infection"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2015, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), contrast media allergy ("allergic or hypersensitivity reaction type: IV contrast dye") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vulvovaginal pain, vaginal infection and contrast media allergy outcome was unknown, the seizure, vaginal haemorrhage and menorrhagia had resolved, the dysmenorrhoea and weight decreased was resolving and the dyspareunia and nausea had not resolved. The reporter considered abdominal pain, back pain, contrast media allergy, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, pelvic pain, seizure, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2014. Insertion details, specify- (B)(6) 2014. Procedure: trailing coils: left = 2, right = 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Pathology test - on (B)(6) 2018: pre-op diagnosis: pelvic pain and bleeding, thought to be from the coil for infertility post-op diagnosis: probable adenomyosis. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: f/u 1 and f/u 2 processed together. New pfs received- event ¿ injury¿ replaced with new events abnormal bleeding (general), allergic or hypersensitivity reaction type: IV contrast dye, infection (other) describe: vaginal infection, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nausea, pain, seizures, weight loss, abnormal bleeding. Lot number and reporters information were added. Product indication was updated. Outcome of events abnormal bleeding, seizures from unknown to recovered/resolved , events dysmenorrhea (cramping), weight loss from unknown to recovering/resolving and events nausea, dyspareunia from unknown to not recovered/not resolved were updated. Concomitant drugs and lab data were added. On 12-sep-2019: f/u 1 and f/u 2 processed together. New mr received- concomitant conditions and reporters information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('side pain/ pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and seizure ('seizures') in a 24-year-old female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included grand multiparity, amenorrhea, cervical spinal stenosis, vaginitis, anxiety disorder, mood disorder, pap smear abnormal, perineal pain, acute nasopharyngitis, low back pain, vomiting and adenomyosis. Concomitant products included alprazolam (xanax) since (B)(6) 2014, ibuprofen since (B)(6) 2019, levetiracetam since (B)(6) 2015, salbutamol sulfate (albuterol sulfate) since 2017 and sertraline since (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient was found to have weight decreased ("weight loss"), 8 days after insertion of essure. On (B)(6) 2015, the patient experienced vaginal infection ("infection (other) describe: vaginal infection"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2015, the patient experienced seizure (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), contrast media allergy ("allergic or hypersensitivity reaction type: IV contrast dye"), nausea ("nausea") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, back pain, vulvovaginal pain, vaginal infection, contrast media allergy and hypersensitivity outcome was unknown, the seizure, vaginal haemorrhage, menorrhagia and weight decreased had resolved, the dysmenorrhoea was resolving and the dyspareunia and nausea had not resolved. The reporter considered abdominal pain, back pain, contrast media allergy, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, seizure, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014. Insertion details, specify- (B)(6) 2014. Procedure: trailing coils: left = 2, right = 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Pathology test - on (B)(6) 2018: pre-op diagnosis: pelvic pain and bleeding, thought to be from the coil for infertility. Post-op diagnosis: probable adenomyosis. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 15-oct-2019: new pfs received- new events added: hypersensitivity, device breakage were added.outcome of event weight loss from recovering/resolving to recovered/resolved was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('side pain/ pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and seizure ('seizures') in a 24-year-old female patient who had essure (batch no. B66018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included grand multiparity, amenorrhea, cervical spinal stenosis, vaginitis, anxiety disorder, mood disorder, pap smear abnormal, perineal pain, acute nasopharyngitis, low back pain, vomiting and adenomyosis. Concomitant products included alprazolam (xanax) since (B)(6)2014, ibuprofen since (B)(6)2019, levetiracetam since december 2015, salbutamol sulfate (albuterol sulfate) since 2017 and sertraline since (B)(6)2019. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient was found to have weight decreased ("weight loss"), 8 days after insertion of essure. On (B)(6)2015, the patient experienced vaginal infection ("infection (other) describe: vaginal infection"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and vulvovaginal pain ("vaginal pain"). In (B)(6)2015, the patient experienced seizure (seriousness criterion medically significant). On (B)(6)2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), contrast media allergy ("allergic or hypersensitivity reaction type: IV contrast dye"), nausea ("nausea") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, back pain, vulvovaginal pain, vaginal infection, contrast media allergy and hypersensitivity outcome was unknown, the seizure, vaginal haemorrhage, menorrhagia and weight decreased had resolved, the dysmenorrhoea was resolving and the dyspareunia and nausea had not resolved. The reporter considered abdominal pain, back pain, contrast media allergy, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, seizure, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6)2014. Insertion details, specify- (B)(6)2014. Procedure: trailing coils: left = 2, right = 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Pathology test - on (B)(6)2018: pre-op diagnosis: pelvic pain and bleeding, thought to be from the coil for infertility post-op diagnosis: probable adenomyosis. Ultrasound scan vagina - on (B)(6)2015: total bilateral occlusion. Batch no b66018 production date 2013-08-29 expiration date 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.